Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel a of the device delivered less than expected. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)